Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm during bolus setting. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the insulin pump was not exposed to moisture. The customer stated that they have back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage on the keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.